Event description:
The customer reports back to back results of 167mg/dl compared to a professional meter reading of 67mg/dl. No report of an adverse event. Controls were not ran. Return requested and replacement was sent.